Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: "steerable delivery sheath for optimized laa closure: first experience and procedural outcomes". Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, heart failure, vascular disease, stroke, hemorrhagic stroke, major bleeding, abnormal renal function, and dialysis. Complications reported included cardiac tamponade, pericardial effusion, thrombus, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: steerable delivery sheath for optimized laa closure: first experience and procedural outcomes.

Event description:
The article, "steerable delivery sheath for optimized laa closure: first experience and procedural outcomes", was reviewed. The article presented a retrospective, single center study to compare procedural results between patients who received left atrial appendage closure (laac) with the amulet device via the standard delivery sheath and patients who received the amulet device with the new steerable delivery sheath. Devices included in the study were amplatzer amulet, amplatzer amulet steerable delivery sheath, and unknown amplatzer delivery sheath. The article concluded laac with the amplatzer amulet steerable delivery sheath is feasible and safe. Fluoroscopy time and dose suggest a learning curve with the new sheath. [The primary and corresponding author was ingo eitel, department of cardiology, angiology and intensive care medicine, university heart center lübeck, lübeck, germany, with corresponding email: ingo.eitel@uksh.de] the time frame of the study was not reported. A total of 71 patients were included in the study, of which all received an abbott device. In the steerable sheath group, the average age was 80 years old and the majority gender was male. In the control group, the average age was 79 years and the majority gender was male. Comorbidities included hypertension, diabetes, heart failure, vascular disease, stroke, hemorrhagic stroke, major bleeding, abnormal renal function, and dialysis.